Event description:
Additional information received reported that patient outcome was noted as resolved without sequelae. Diagnostic was performed on (B)(6) 2011 and the lab results showed no organism.

Event description:
Additional information: the patient reported electrical shocks, felt like she had the flu with decreased appetite and nausea having lied in bed all day. The patient was admitted to the hospital on (B)(6) 2011 for swelling and pain on her back. The patient opted to remove the device. The device system was successfully removed on (B)(6) 2011. By then the patient's swelling improved and there were no signs of infection by blood work and culture. The symptoms resolved without sequelae on (B)(6) 2011.

Event description:
It was reported that the catheter had migrated off the intrathecal space into lumbar subcutaneous tissue. It was also added that there was an appearance of large mass on her back over the site of pump implantation. Patient was indicated to be hospitalized. The entire device system was explanted and disposed of. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. (B)(4).